Event description:
Loss of osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, xerostomia, periodontal disease, diseased mucous membrane, peri-implantitis, infection, mobility.